Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitors rear response button was non-functional. The cause for the failure was caused a missing rear response button metallic dome. The root cause of the missing dome cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitors response buttons were non-functional.